Event description:
It was further reported that in (B)(6) 2012, the patient had a "negative heart catheterization". The event was considered as resolved without residual effects and the patient was discharged. The site updated the device relationship to "unrelated".

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced unstable angina. In (B)(6) 2010, the patient presented with stable angina (braunwald classification - iiib) and cardiac catheterization was recommended. The lesion being treated was located in the proximal left circumflex (prox lcx) with 90% stenosis and was 8mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with pre-dilation and placement of a 3.50x12mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with unstable angina and was hospitalized. The event was resolved without residual effects. No additional information is available at this time.